Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device experienced repeated oxygen desaturation episodes to 40-50% during nurse handovers. It was reported that the patient lost color and required bagging, suctioning, and high volume of oxygen. It was reported that the astral ventilator issued a "yellow system failure" alarm, prompting an immediate switch to a non-resmed ventilator.